Manufacturer narrative:
(B)(4). A partial lead was returned for analysis in four segments. Final analysis found that the insulation was abraded at 20.2 cm to 20.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. This is consistent with the observation from the field of noise. All other damage found was sustained during procedure. (B)(4).

Event description:
It was reported that the pacer dependent patient phoned the physicians office due to he was feeling lightheaded. The nurse reviewed the patient's merlin.net transmission and saw multiple episodes of noise. The lead also exhibited capture anomaly. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.